Event description:
It was reported to philips that the wireless footswitch is not working. It is unknown if the device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wireless foot switch does not work. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was defective. Per the information collected, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction ((B)(4)). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.